Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose. Customer stated that the blood glucose was 23.4 mmol/l. Customer stated that auto mode feature was unknown. Customer stated that insulin pump had insulin pump error. Customer stated that they were able to clear alarm and they were able to able to rewind also self test was passed. Customer reported that the insulin pump will not be returned for analysis.